Manufacturer narrative:
(B)(4). The graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use instructs that the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. It is unknown if the IFU deviation contributed to the reported event.

Event description:
Subsequent to the initial report, additional information was received, which indicated that an unspecified xience stent was implanted distally in the right coronary artery (rca). As it was thought that there was a perforation in the proximal rca, the 2.8 x 19 mm graftmaster stent was advanced to the perforation site; however, the graftmaster stent was unable to cross. The guide catheter and guide wire moved back, out of position, after the graftmaster stent delivery system could not cross. Blood flow was compromised as the system was re-engaged. The patient condition became unstable and an intra-aortic balloon pump (iabp) was placed to stabilize the patient. The percutaneous coronary intervention portion of the procedure was stopped. Additional review of the images noted no perforation, but instead noted an aneurysmal segment. No active bleeding was noted. The patient condition was stabilized and the patient was discharged to home. As this is a failure to cross, treating an aneurysm, this event would not have been reportable; however, the event has been reported, therefore, it will remain reportable. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a coronary procedure, a perforation occurred. The 2.8 x 19 mm graftmaster stent delivery system was advanced; however, due to the patient anatomy, the device was unable to cross to the perforation. The device was removed from the patient anatomy without difficulty and a 3.0 x 38 mm xience alpine stent delivery system was advanced. The xience alpine stent was implanted without difficulty and the perforation was sealed. There was no adverse patient effect. No additional information was provided.